Event description:
As reported by the user facility: customer reports over infusion, customer verbalized, "I will send you the report with what kind of medication and the rate, I will send back the tubing and medication, bag, but the only thing I don't have is the asv valve." No pt injury. (B)(4).

Manufacturer narrative:
Evaluation is in progress. (B)(4). The actual device involved has not been received yet for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available.